Event description:
During the scheduled surgery, surgeon requested change of position of the bed. There was delay in the remote. Several remotes were tried. Biomed called to correct problem, problem solved. No harm to the patient.biomed inspected table, found the problem to be with the hand control, repaired the hand control, verified proper operation and returned to service.